Manufacturer narrative:
The ventilator was investigated by our field service engineer. The patient circuit used during the event was not available. No malfunction was found on the ventilator. It passed all safety and functional tests and was returned to clinical use. It was noted that the ventilator had not had a preventive maintenance since september 2019, which then was performed. Provided ventilator logs were reviewed. The ventilator was set in volume control ventilation mode. Several alarms for airway pressure high was generated on the reported event date 2021-01-01. Generated alarms were silenced indicating that the ventilator was under surveillance by an operator. Alarms for airway pressure high indicate that ventilation is ongoing but with higher airway pressure than set upper airway pressure limit. In volume control ventilation mode, the airway pressure is dependent on the tidal volume, inspiration time and the resistance and compliance of the respiratory system. The set tidal volume will always be delivered up to set upper airway pressure limit. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use check prior the reported event date were passed without remarks. Information concerning what type of patient breathing circuit or filter that was in use at the time of event was not provided. The reported alarms are most likely due to a blockage in the respiratory system, however this has not been determined. Our conclusion based on evaluation of the logs and that no fault was found during investigation of the ventilator is that there was no ventilator malfunction at the time of the event.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that a portion of the expiratory side of the patient circuit became flat while the patient was being ventilated. The patient desaturated to 4%. The patient was bagged and during this time the circuit re-expanded and the ventilator was placed back again to the patient. The flattening occurred again and the ventilator was replaced. The patient recovered from the desaturation final patient outcome was no injury. Manufacturer¿s ref #: (B)(4).